Event description:
No new information.

Manufacturer narrative:
Additional data: g4. Corrected data; d1. H6 coding has been updated to reflect completion of the investigation.

Event description:
A company representative reported that an escalate plate disengaged post-operatively. It is currently unknown if a revision surgery will be performed.